Event description:
Adverse event(s): "overcorrection" (overcorrection). Product problem(s): "none reported" (no info). A technician reports, a pt who is overcorrected following lasik surgery. Target was plano and pt's last mr was -1.00 -.50 x 145. Bcva was 20/20 and ucva was 20/25-1.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)